Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 23,474 joules. Add'l info reported by the customer was the forward firing condition was noticed a few minutes into the procedure. There was no harm caused to the pt. There were no error codes that were displayed on the unit. There was no injury to the user from the use of the system. The pt is doing well.